Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump under infused. "Air in line" was also reported as well as that the pump alarmed "no disposable." No adverse patient effects were reported.